Event description:
The customer reported that during a hysterectomy, the surgeon noticed bleeding at seal sites event though an end tone, indicating a completed seal cycle, was heard. The device was used to reseal the vessels. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.